Manufacturer narrative:
The reported events of low pacing lead impedance and sensing noise were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at the middle region. The cause of the reported events was due to the exposure of the outer coil in the abraded location consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
Related manufacturer's reference number: 2017865-2021-24076. It was reported the patient presented in the hospital for a routine generator change. It was observed the right atrial lead and right ventricular lead were sensing noise and had a low pacing impedance. The patient's implantable cardioverter defibrillator, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.